Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after an interventional stenting procedure. Reportedly, the proglide device could not be inserted due to a previously placed "clip". The decision was made to apply manual arterial compression to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The technician and physician are reportedly trained in the use of the proglide device. No additional information was provided.